Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5; b6; d10; d11; h3; h4; h6. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: unknown k-wires (part# unknown, lot# unknown, quantity unknown. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was conducted. Visual inspection: the verse x25 inserter (part # 299704230, lot # gm5397010) was received at us cq. The distal tip was stripped/worn as the hexlobes were near worn to the core. The observed condition was consistent as an end of life indicator for the device. This was consistent with the reported complaint condition, thus confirming the complaint. Conclusion: the complaint was confirmed during investigation. After a visual inspection per guidance provided in windchill document (B)(4), it is determined that the reusable instrument device is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventative action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: a review of the receiving inspection (ri) for verse x25 inserter/tightener was conducted identifying that lot number gm5397010 was released in a single batch. Batch1: lot qty of 85 units were released on 10jul2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that an inaccuracy was detected during screw insertion with brainlab aeoro navigation and verse navigated screw driver. The screw is only inserted over the kirschner wire for verification of the trajectory created initially with navigated drill or navigated finder; intra-op scan showed no obvious screw misplacement.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient had a surgery and during the surgery when applying distraction and compression end of the ais correction, there was multiple issues discovered with the implant system expedium verse. The single innie inserter stripped, inner innie of dual innie stripped when applying final tightening force with torque limiting handle, outer innie inserter stripped when applying final tightening, and torque limiting handle jammed and not releasing at correct torque. The surgery was completed with no patient harm but delayed 10-15 minutes. Compression/distraction was applied after complete construct was already fixed. The surgeon opened the relevant inner innies to allow rod gliding. When he tried to lock the inner innie the screwdriver and inner innie striped/got damaged. The surgeon had to replace those damaged double innies with new double innies. There was no patient consequences. This complaint involves two (2) devices. This is report 2 of 2 for (B)(4).